Event description:
The plainfiff alleges that while employed as a medical tech they regularly and frequently came into contact with latex and latex-containing gloves. Pt alleges that as a direct result they has suffered physical injury and damage and has contracted severe and irreversible type-1 latex allergy, which is believed to be permanent and life-threatening. Finally pt alleges that pt has in the past and will in the future experience physical injuries, pain and suffering, humiliation, loss of enjoyment, lost wages, lost earning capacity, medical expenses, medical monitoring expenses, embarrassment and humilation, fright and apprehension, and emotional distress, all of which are believed to be permanent.